Event description:
It was reported that during an attempted implant, the physician expressed difficulty when placing the left ventricular (lv) lead over the guidewire. When the guidewire was removed from the lv lead, it was noted that a part of the coating was missing. Fluoroscopy was done with no abnormalities. The lv lead was removed from the patient and insertion of a new guidewire was attempted in which it was determined that the lumen of the lv lead was blocked. The lv lead was not used and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that a competitor guidewire (whisper wire) was used. Use of a competitor guidewire is contraindicated in the instructions for use. (B)(4).